Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the operating room for lead revision as a result of high capture thresholds and decrease sensing. It was noted that the patient had fallen approximately 2 weeks, in an event unrelated to the device function. The lead was explanted and replaced. The patient condition was stable following the procedure.